Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a dialysis catheter. The customer reports there is a hole in the quinton catheter, which caused peritonitis. The pt, a (B)(6) male was not hospitalized for the event. The peritoneal effluent culture was performed and the result was unk. The peritoneal effluent was not analyzed. On (B)(6) 2013, the pt began treatment with vancomycin (1 gm, once every 5th day, and ip) and fortum (250 mg, 4 exchanges/day, and ip) for peritonitis. The pt was recovering from this peritonitis event.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.